Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device went into backup vvi mode while trying to perform the cyber security software upgrade. Device was successfully restored but cyber security update was not re-attempted. The patient was stable.